Event description:
Pt's father reported the up button on the infusion device is not responding all of the time. Father stated the button is getting softer all of the time. No further info is available. No physiological effects were reported. The pt did not require assistance from healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.